Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that the patient¿s ins was turning off on its own. The caller noted that the patient was having treatments for neuropathy in their legs every week and that involved low level current in their body. The caller stated the patient turned the ins off for those treatments. The caller stated last friday the patient had treatment, turned off eth ins and turned it back on accordingly. The last saturday the patient reported they did not turn their ins off but they had a return of symptoms and they checked the ins and it was off. They had to turn it back on with the patient programmer. There were no further complications reported.

Event description:
Additional information was received: it was reported that the patient¿s neuropathy was deemed to be not related to the device/therapy, and the issues from the emi hadn¿t resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.